Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The husband of the customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.